Event description:
It was reported that there was a needle mechanism problem with the cannula insertion. The pod was worn for less than 1 hour. The patient's blood glucose values were not provided. There was no further information available for this case.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.